Event description:
It was reported that prior to the procedure the farawave catheter tubing was inspected. The tubing/connector part was less clear than usual. The glue was cracking. A new catheter was opened, and a similar observation was made. In total, five catheters were opened and exhibited that the same issue. The procedure was completed with a sixth catheter, the catheters are expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to the procedure the farawave catheter tubing was inspected. The tubing/connector part was less clear than usual. The glue was cracking. A new catheter was opened, and a similar observation was made. In total, five catheters were opened and exhibited that the same issue. The procedure was completed with a sixth catheter, the catheters are expected to be returned for analysis.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. No luer detachment were observed on the device. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation line was tested using the syringe. It was noted that flushing was functional in all deployment states. It was noted that flushing was functional in all deployment states.